Event description:
It was reported that the customer experienced a blood glucose (bg) level of ¿high¿, although a specific value was not provided. The customer addressed their bg with a correction bolus via pump. Reportedly, the customer initialed a cartridge change accidentally. Customer reloaded cartridge and resume insulin deliveries.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.